Event description:
Manufacturer of the device is unknown.

Manufacturer narrative:
Article citation: ¿pet-CT for the staging of breast implant--associated anaplastic large cell lymphoma". Natalia siminiak, rafal czepczynski, nuclear medicine review. Central & eastern europe, (2019) vol. 22, no. 2, pp. 90-91. The event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: suspected lymphoma alcl.

Event description:
Journal article "pet-CT for the staging of breast implant--associated anaplastic large cell lymphoma" reported "in the right breast area a fluid collection was found and the pathomorphological analysis of the fluid disclosed bia alcl." The device was explanted. Histopathological markers were not reported.